Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she was currently in a hospital and receiving IV insulin treatment. Upon admission to the hospital, the patient claimed that her blood glucose (bg) level was 538 mg/dl. While in the hospital, the patient indicated that the emergency department doctors reviewed the pump and thought the basal was not working correctly. Through troubleshooting, the animas representative involved in this contact determined that the basal was programmed and working properly. The patient also claimed that her bg had started to elevate at 7:00 pm that day and she could not decrease it with bolusing. No associated alarms were noted in the pump's history. The boluses were completed as programmed. The prime history was reportedly correct. The tubing and cartridge had been discarded and were not on hand for troubleshooting. No site issues were observed. The patient denied that the cannula was bent. The patient was instructed to consult with an endocrinologist regarding her situation and basal rates. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized and receiving insulin treatment. However, at this time, it is unknown what factors might have contributed to the patient's injury.